Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the jaws of the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure the I-blade did not return to the normal position and would not open; the jaw appeared a little bit broken. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.